Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient lost weight and ipg started moving in the pocket causing pain. In turn, surgical intervention took place during which the ipg pocket was relocated. Effective therapy established post-op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.